Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Catalog # - correction "sw11586".